Event description:
It was reported that a novum iq syringe pump had a damaged display. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "damaged display" was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the display window damaged as the direct cause. Further evaluation found that the bottom left of the front panel case was cracked. The front panel assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.